Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient had an infection, unrelated to the prosthesis, and as such a revision shoulder replacement was performed and glenoid, humeral tray and poly were exchanged. Patient's infection was caused by other conditions.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. From the provided picture taken just after the devices explantation (soiled implants), no additional information could be observed. Since an imaging report was provided, the opinion of a medical expert was sought and stated as following: what is confirmed is the fact that the surgeon did a washout of the joint and replaced the modular components that are not fixed to the bone (glenosphere, tray and polyethylene liner). This is typically done in short-standing clinical symptoms or signs of suspected or confirmed infection. The information contained in this report does not confirm an infection because there is no information about positive cultures (neither through needle aspiration nor by intraoperative samples). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
Patient had an infection, unrelated to the prosthesis, and as such a revision shoulder replacement was performed and glenoid, humeral tray and poly were exchanged. Patient's infection was caused by other conditions.